Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the device had an outdated pcb and power switch.  In addition, the tank cover was cracked, the drain tube fitting was corroded, and the micro switch was bent. Following the visual inspection, the investigator filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (failure during preventative maintenance) was confirmed during testing. None of the alarms were working. The product problem was attributed the outdated and faulty pcb. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the device exhibited an unspecified failure during a preventative maintenance check. There was no patient involvement.